Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression consistent with friction to can was noted at 16.6cm ¿ 16.7cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Additional information received indicated the patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The noise could not be reproduced via isometric testing. The rv lead will be monitored and there were no consequences to the patient.